Manufacturer narrative:
The additional initial reporter's name is (B)(6) (fellow-cardiology). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line during intra aortic balloon therapy and reported an "unable to update timing" message displayed on the console. Troubleshooting revealed significant confusion regarding basic equipment setup and waveforms, with the user mistaking the ap waveform for the ECG waveform. The ap waveform was found to be severely dampened and completely clotted, preventing aspiration or flushing. The need for a new ap source was identified. A subsequent call confirmed the user's confusion, and after speaking with dr. Williams, a cardiology fellow, it was decided to switch to an indwelling radial ap line. Dr. Williams was thorough and appreciative of the assistance provided by the esp team member. No further calls were received. No harm or injury reported.